Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, diagnostic imaging revealed the guidewire was in the pericardium instead of the right atria. It was suggested the cps introducer perforated the anterior vena cava allowing the guidewire to move into the pericardium. The procedure was discontinued, and the patient was brought off the catecholamines administered during deep anesthesia. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.